Event description:
It was learned through alliance clinical trial study that a subject with a 21mm 3000tfx aortic valve in aortic position is under evaluation for a valve-in-valve procedure due to unknown reasons. Duration of implantation is approximately 9 years, and 6 months. Based on the implant date provided by cs, (B)(6) 2014, the implant duration is approximately 9 years, 6 months.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (investigation findings, and investigation conclusions). The device history record (DHR) could not be reviewed, as the device serial number was not provided. Engineering evaluation summary: an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. An IFU review is unable to be performed, as no details regarding failure mode of the device were provided. A CAPA/scar/pra is not required, as there is no confirmed product, or labeling non-conformances and no other triggers are met. Based on the information available, a definitive root cause cannot be conclusively determined. All pertinent information available to edwards lifesciences has been submitted.